Manufacturer narrative:
Alleged failure: please eval; shut off while in use cib: humberto biomedpo# tmxc0491143 the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
There was a potential of adverse consequences due to loss of light (image) during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
There was a potential of adverse consequences due to loss of light (image) during procedure.